Manufacturer narrative:
The customer reported that they will not return the defective pcb. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault during patient use. The patient was placed on a backup ventilator. There was no patient harm associated with this reported event.